Event description:
It was reported to boston scientific corporation that a rotatable snare was used during a colonoscopy on (B)(6) 2026. For the treatment of screening colonoscopy. During the procedure, the snare was connected to an active cord to take off a polyp, but the cautery would not work. Another of the same device was used to complete the procedure. There were no patient complications due to this event.

Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of failure to deliver energy. Device evaluation: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the event description and information provided by the customer there is not enough evidence to determine whether the issue was induced due to the physician's technique during the procedure or was related to a device malfunction, "unable to exclude device problem" is selected as the most probable cause for this event.